Manufacturer narrative:
Per the initial printout, the pump contained morphine 25.0mg/ml, clonidine 100.0mcg/ml, and dilaudid 6.0mg/ml.

Manufacturer narrative:
Concomitant medical devices: product ID: 8637-20 , serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
The device was returned with no information.